Event description:
Event MFR#1220452-2013-00049 was reported for wire delaminations during use. 21 unopened wires from the same cat#/ lot# as the complaint device were returned to our manufacturing facility for testing. Evaluation summary: a total of (B)(4) devices were subjected to clinical simulation. (B)(4) devices exhibited ptfe delamination. (B)(4) sample was retained out of (B)(4) in the event that further testing or inspection was requested. The sample remains in the lab.

Manufacturer narrative:
Results and conclusion: (device out of spec in a manner that relates to the event).